Event description:
It was reported that during a running ventilation episode the users discovered that the ventilator malfunctioned and the patient had no spontaneous breathing - the patient was immediately switched to a backup ventilator. No further consequences on patient´s state of health were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into diagnosis and potential repair measures after the event. Dräger tried to obtain further information without success. The ufr was the only source of information which does not allow a case-specific evaluation. The device was manufactured in december 2011 - i.e. Assumably more than 13 years in use - it´s status of repairs and preventive maintenance is unknown. It can only be assumed that the user discovered a device shutdown. A shutdown would be an indication that the supply with electrical energy got lost. The device is equipped with an internal battery to cover mains power losses for at least a period of time. A complete shut down will only occur if the device ran on battery already until the latter was depleted or if more than one failure condition was present, for example if the device was put into operation with a worn/depleted battery and mains power got lost for whatever reason. A power loss will be alarmed by a buzzer which is buffered by an independent power source (gold cap capacitor). Finally, an explanation for the reported event could not be found due to lack of information. In fact and, since it was reported that a nurse was present at bedside when the shutdown occurred, it cannot be excluded that interaction with the device was a contributing factor in the event. Under consideration that indeed a shut-down has occurred, it may have been related to component malfunction, infrastructure issues, lack of preventive maintenance, use error or a comnbination of multiple factors. It is recommended to have the device checked by trained service personnel.